Manufacturer narrative:
Device evaluation - the infusion pump was returned to smiths medical for evaluation. The examination of the returned device showed no discrepancies. The returned device was given delivery accuracy testing and was found to deliver within system specifications. The reported issue could not be confirmed with the returned infusion pump. The returned pump met with functional and delivery specifications. One cadd cassette and 3 cadd extension sets have been returned to smiths medical for evaluation. The returned cadd cassette was visually inspected: this showed no abnormalities. The returned device was given delivery accuracy testing and was found to deliver within system specifications. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. The returned 3 cadd extension sets were visually inspected: this showed no abnormalities. Two of the returned devices were given functional testing; this showed these 2 samples met with specifications. The third device could not be tested due to flow resistance found in the tubing. Further inspection of this sample showed an occlusive substance in the tube. Examination of the occlusive substance showed it was likely solvent used during the bonding process. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. The returned infusion pump and returned cadd cassette were found to pass functional testing. For the cadd extension sets: two of the three samples were found to pass functional testing. The third extension set sample showed that the device had solvent in the tubing that was partially blocking the fluid path that had been applied during manufacturing process. The manufacturing facility has identified corrective action in response to a previously reported issue for the cadd extension sets. To ensure consistency of solvent application, the manufacturing facility implemented use of solvent dispensers instead of the use of solvent pots on 12 january 2018.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion. It was noted that the extension line was not occluded during therapy. No adverse patient effects were reported.